Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device was working intermittently or was not working at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the small battery drive device was not working. It was noted that the device was missing the safety disc, which was found inside, it was difficult to insert the gauge, the electronic control unit (ecu) contacts were corroded, there was corrosion and an unknown substance on the motor, there was excessive corrosion on the gear parts, the bearings and the motor, and an unknown substance on the coupling head. It was further determined that the device failed pretest for heck the off/oscillation/on switch mode function and check the attachment coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing, and improper cleaning methods which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.